Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump rewind functioned properly during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during an attempt to fill the cannula. The customer's blood glucose was 117 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back up plan. Nothing further was reported.